Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor having graphical issue was confirmed with the customer submitted photos. The customer provided photos captured the history event screen tab on the system monitor, which did not capture a pump off or low flow hazard alarm event on (B)(6) 2024. The second photo captured the pump off and low flow hazard alarm; however, the estimated flow value was captured at 5.3 lpm with the pump value at 5,800 rpm. It was noted there was a ¿system monitor ram error¿ message. The third photo captured ¿system monitor ram error¿ message with a red background on the pump flow. Additional information communicated that system monitor (serial # (B)(6)) was in use during the event and the issue have resolved since the system monitor was rebooted. The unit will not be returned. Data from the event was reviewed. A pump off or low flow hazard alarm event was not captured on (B)(6) 2024 between 3:22:51 and 10:02:17. A root cause that led to the graphical issue with the system monitor could not be determined through this evaluation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 4, system monitor, outlines how to use the system monitor. Under ¿system monitor interface¿, ¿the system monitor¿s touch-screen interface contains menu-driven and menu-prompted operations that are accessible from six main screens. Six tabs, representing the six main screens, are continuously displayed along the top of each screen. Touching the on-screen tab allows access to the corresponding screen. Each screen has unique system functions.¿ this section includes information on the pump stop button. This section explains that if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Under ¿alarm messages¿, all hazard and advisory alarms are outlined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent for evaluation on (B)(6) 2024 because the system monitor displayed a red alarm that said "pump off low flow" for 0 minutes. The pump off banner was noticed by the bedside registered nurse (rn) at 0530 with no audible alarms or change in flow noted from rn. The alarms were not active on the system controller or on the controller history. The patient's flow at the time was 5.3 liters per minute, their pump speed was 58000 rotations per minute, their pulsatility index (pi) was 1.9 watts, their pump power was 4.4 watts. The rn was instructed to turn display screen off and then back on and red banner resolved. Further information was reported that all issues with the malfunctioning system monitor had resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.